Event description:
It was reported that the airbag of the product was leaking. The issue was found when preparing to use the product, to perform a tracheotomy on the patient, issue was found before placement and the product was replaced.

Manufacturer narrative:
Other text: g5: 510k is blank, this catalog number is not sold in the united states. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. If the product is returned, the manufacturer will reopen this complaint for further investigation.